Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: date unknown/ not provided. Serial number is unknown, not provided. A complete catalog # is unknown as the serial number was not provided. Expiration date is unknown as the serial number was not provided. Unique identifier (UDI#): is unknown as the serial number was not unknown. If implanted; give date: unknown/ not provided. If explanted; give date: not applicable, explant is planned but not yet confirmed. (B)(6). Device manufacture date is unknown as the serial number was not provided. (B)(4). Product testing: product testing could not be performed since no product was returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Labelling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar 1-piece intraocular lens (iol) will be explanted and replaced with a sensar 3-piece iol. No reason for the planned exchange on (B)(6) 2019 was provided. Visus pre-op was -1.25 -2.25 x 46 and post-op +0.25 -0.25 x 117 pd: 67. No additional information was provided.